Event description:
The customer reported a low blood glucose of 48 mg/dl. She treated with a pastry and checked her blood glucose again, which was at 51 mg/dl. The customer was advised to drink juice and after fifteen minutes, her blood glucose was up to 74 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.